Event description:
The provider states the left pivot arm socket is cracked. He states while watching the consumer in the chair, he states the end user puts a great amount of stress on the arm and caused this stress crack. No injuries noted